Event description:
Per written report, "cracked while infusing on umbilical venous lines. 2 samples returned." Total of seven incidents for two lot numbers. "No patient injury reported in any of the above reported incidents.